Manufacturer narrative:
(B)(4). Photos were provided and sample has been requested for return. If a sample is received for analysis, a supplemental report will be issued. Info has been added to the database for trending purposes.

Event description:
The customer reported that prior to use, a nurse unpacked an endotracheal tube with the package printed 18780 but the product was 18775. The customer confirmed no patient involvement for this report.